Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. ...which required the administration of two units of fresh frozen plasma for an international ratio (inr) of 3.7 prior to the procedure due to anticoagulation therapy. Noted were the patient's initial hemoglobin and hematocrit (h and h) values of 10 and 31 respectively. On postop day one the patient's h and h values were 8.2 and 25.6 respectively. A computed tomography scan showed no evidence of a retroperitoneal hematoma. On postop day two the patient's "blood pressure was mostly in the 90's to 100's when [the patient] was arousable." The patient's h and h was at 7.6 and 23.9 respectively, and arterial blood gases showed a ph of 7.1. The patient then went into cardiopulmonary arrest, resuscitation efforts commenced, the pacemaker was not capturing; resuscitation continued but the patient died. The cause of death per the certificate of death received was cardio-pulmonary failure due to sepsis and severe acidosis. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Event description:
It was reported that the patient is deceased. According to the physician's admission history and physical, the patient was admitted to the hospital with ischemia to the left lower extremity with severe pain at rest. The documented vital signs were a blood pressure of 139/111 millimeters of (B)(6) which "went down" to 143/86 after hemodialysis, pulse rate of 83 beats per minute (bpm) and a temperature of 97.2 degrees fahrenheit. The patient was status post an artificial aortic valve (competitor product) placement and femoral-popliteal bypass on the right leg. Approximately one month prior to the current admission a dual chamber pacing system was implanted in the patient for complete heart block. During the current hospital course: the patient required a percutaneous transluminal angioplasty (ptca) of the left proximal anterior tibial artery and peroneal arteries, which required the administration of two units of fresh frozen plasma for an international ratio (inr) of 3.7 prior to the procedure due to anticoagulation therapy. Noted were the patient's initial hemoglobin and hematocrit (h and h) values of 10 and 31 respectively. On postop day one the patient's h and h values were 8.2 and 25.6 respectively. A computed tomography scan showed no evidence of a retroperitoneal hematoma. On postop day two the patient's "blood pressure was mostly in the 90s to 100s when [the patient] was arousable." The patient's h and h was at 7.6 and 23.9 respectively, and arterial blood gases showed a ph of 7.1. The patient then went into cardiopulmonary arrest, resuscitation efforts commenced, the pacemaker was not capturing; resuscitation continued but the patient died. The cause of death per the certificate of death received was cardio-pulmonary failure due to sepsis and severe acidosis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Which required the administration of two units of fresh frozen plasma for an international ratio (inr) of 3.7 prior to the procedure due to anticoagulation therapy. Noted were the patient's initial hemoglobin and hematocrit (h and h) values of 10 and 31 respectively. On postop day one the patient's h and h values were 8.2 and 25.6 respectively. A computed tomography scan showed no evidence of a retroperitoneal hematoma. On post-op day two the patient's "blood pressure was mostly in the 90's to 100's when [the patient] was arousable." The patient's h and h was at 7.6 and 23.9 respectively, and arterial blood gases showed a ph of 7.1. The patient then went into cardiopulmonary arrest, resuscitation efforts commenced, the pacemaker was not capturing; resuscitation continued but the patient died. The cause of death per the certificate of death received was cardio-pulmonary failure due to sepsis and severe acidosis. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.